Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during withdrawal of the biopsy forceps is was noted that the needle was moved sideways and damaged the scope. The account was unable to provide how the case was completed, however, it ws reported that there were no patient complications as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is operational context due to anatomical or procedural factors in which the device needle was bent. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during withdrawal of the biopsy forceps is was noted that the needle was moved sideways and damaged the scope. The account was unable to provide how the case was completed, however, it ws reported that there were no patient complications as a result of this event.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The exact procedure name is unknown, however it was reported that the biopsy was performed during an esophagogastroduodenoscopy or a colonoscopy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).